Manufacturer narrative:
(B)(4). Batch # p93t31. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the hand piece and disposable were assembled and tested. "It did not work". When they tried to separate the two devices they got stuck together and the hand piece was pulled apart. Wires were hanging out of the device. The handpiece was broken and visibly open. The procedure was completed with two devices of a like kind with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p93t31. Investigation summary: the device was received disassembled and with the nose cone cracked. Due to the returned device condition no functional testing could be performed. The end cap was disassembled to inspect remaining components. The moisture indicator was positive ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.